Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 31 august 2022. Were reviewed by clinician. On (B)(6) 2022 the patient had a revision and incision and drainage, right knee to address aseptic loosening. The indications for surgery included persistent pain, instability, and effusions. The patient¿s primary surgery was noted to be 2 years prior. During the revision, the surgeon observed effusion, synovitis, and purulent-like material, infection. The femoral component was loose, ¿which was completely separated off the bone¿. All the components were removed, including the patella. Spacers were placed along with antibiotic beads.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned for examination. The photo investigation found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the photo investigation could not retrieve the required lot code.